Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient experienced a hypoglycemic event that occurred on an unspecified day following sensor insertion in the arm. On (B)(6) 2025, while driving home from the grocery store, the patient lost consciousness and has no recollection of the events leading up to or during the episode. The patient could not recall her cgm reading prior to losing consciousness but noted the possibility of a cgm inaccuracy. She also reported no symptoms before passing out. The patient regained consciousness independently after a few minutes. A bystander assisted her in getting home. No injuries were reported. Once at home, the patient measured her blood glucose using a bg meter, which read 40 mg/dl. She was unable to recall the corresponding cgm value at that time. The patient self-treated with candy, after which her blood glucose level began to rise, and she reported feeling ¿fine.¿ the patient continued to feel ¿fine¿ at the time of the report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 12/22/2025. Data was further reviewed. It was reported that an adverse event occurred. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).